Event description:
A surgeon reported a patient who was frustrated with his vision following intraocular lens (iol) implant surgery. Additional information was received from the surgeon, who reported the multifocal lens led to a 'visual phenomenon which was difficult for the patient". He stated the iol was exchanged and the patient's symptoms resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Attempts were made to obtain additional information and a completed questionnaire was received on (B)(6) 2012. (B)(4).